Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the right ventricular (rv) lead barrel. It was noted the device had not declared elective replacement indicator (eri), and battery status upon return was beginning of life (bol). The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was implanted outside of the united states (us). While doing travel for business, the patient had a syncopal episode and presented to the emergency room. Device interrogation was not able to be completed as a dongle for the programmer was needed to complete the evaluation in the u.s. The next day the device was successfully evaluated and there was normal device function with no stored episodes. The cause of the syncope was unknown, but it was reported there were no allegations related to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was explanted almost two years later due to normal battery depletion. There were no reported allegations related to the functionality of the device system. No adverse patient effects were reported.